Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was found to be dislodged from the initial secured position. Additionally, the lead's screw was retracted in the lead body without any maneuver and when the physician tried to reposition the lead, it was found that the helix of the lead failed to be extended. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported helix mechanism issue was confirmed. A visual inspection revealed that the outer insulation was twisted along the entire lead body. The helix was retracted and clogged with blood and tissue. X-ray examination identified over-torquing of the inner coil at the connector region, consistent with procedural damage. The cause of the helix mechanism issue was attributed to the presence of blood and tissue in the helix region and over-torquing of the inner coil. Electrical testing did not reveal any indication of conductor fractures or internal shorts.